Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported at the implant procedure, the ventricular lead was positioned but due to unfavorable measurements, the helix was extended and retracted 2-3 times. Afterward, the patient complained of feeling sick and their blood pressure markedly dropped. An echocardiography was performed and a small amount of pericardial effusion was confirmed. Considering the surgery discontinuation due to a suspicion of perforation, the use of screw-in lead was removed and a tined lead was positioned because there was little increase of pericardial fluid. Medication was administered to treat the blood pressure drop. The surgery was completed successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.